Event description:
On 08-jan-2026, it was reported by a sales representative via (B)(4) that an ar-9221ag and an ar-9215-1-03 handle and bench drill were broken. No further information was provided. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.